Manufacturer narrative:
Product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2017; explant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were unknown. It was reported that the patient had been doing well years after their pump was implanted and requested that the pump be removed. After the pump was explanted on (B)(6) 2023, the physician reported that the patient began to develop seromas at the previous pump pocket site. The seromas were drained and the physician reported that the fluid was sent to pathology, with no evidence of infection. Upon imaging of the pocket site, there was a small, approximately 2cm linear metal foreign body noted on x-ray. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was scheduled for a pocket exploration on 2024-may-16. The issue not resolved at the time of the report. It was noted that the hcp had no further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative (rep) via the healthcare provider (hcp) reported that regarding the seroma, the physician stated that it was just serous fluid, and not infectious. The foreign body was determined to be the connector pin from the patient¿s previous 8780 catheter. Diagnostics/troubleshooting included x-ray imaging and a pocket exploration to remove the connector. The cause of the foreign body being found in patient and seroma was determined to be a result of explanting the system on (B)(6) 2023. The issue resolved at the time of this report.